Manufacturer narrative:
(B)(4). Comitant medical products: 42532006702 - tibia cemented 5 degree stemmed right size d - 65046902; 42502206002 - femur trabecular metal cruciate retaining (cr) narrow - 64488267. Source: foreign - (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent an initial total knee replacement. The hospital implanted a wrong size insert, one that is meant to be used with a bigger femur. This was discovered after surgery. The patient was noted to be in good and stable motion. Attempts have been made and no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported issue is attributed to user error. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.